Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the display turn grey and this happen spontaneously several times a week. The customer sent a picture of this problem and it seems that there is a loose contact in the display. The customer was advised to return the pump and it will be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was monitored for 2 days and no unexpected gray display or display anomalies were noted. The insulin pump was programmed with correct time and date. The insulin pump had operating currents within specifications. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched lcd window.